Event description:
It was reported that the ilet pump exhibited a charging problem after being connected to its charger for several hours, showing only 1% battery, and later accepted charge from a coworker¿s wireless phone charging pad, indicating a potential issue with the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed a power source problem identified, consistent with a charging problem associated with the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.